Manufacturer narrative:
Device evaluation: one cadd ms3 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. Investigation unable to duplicate the customer stated problem. According to the investigation, the device did not lose any program and the buttons were working properly during testing. The investigation reported that the device ran the program for an extended period with no issues occurring. No problem found with the issue. However, recommend installing software as preventive measure.

Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump malfunctioned. It was reported that the backup pump lost the programmed settings because the patient forgot to put in the batteries. The patient was advised to go to the hospital to resume therapy as the infusion was life sustaining.